Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event white dots in the image were due to fiber bonding damage. Additionally, the reportable event charged coupled device broken was traced to component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic had damaged fiber bonding in the outer tube area (distal end), resulting in white dots in the image. Additionally, the charged coupled device (r-unit) was broken. There was no patient involvement.